Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported via telephone that following the insertion of the catheter and during the suturing of the device, the anesthesiologist was stuck in his right index finger. The suture used was 3.0 silk braided supplied by surgical speciality. The physician did not require sutures. He will receive lab work and be followed by hospital protocol.